Manufacturer narrative:
Macroscopic and optical inspection confirms the inserter interfacing surface of the implant is broken, with approximately half of the surface broken off and not returned for analysis. The broken off portion of the implant is approximately 1.5mm in depth. The fracture surface is brittle, with fracture surface "rays" emanating from the center of the threaded attachment hole. The threads are intact and largely undamaged. Inserter witness marks are noted on the top face of the implant, likely impact from the inserter being struck with a hammer. This suggests the implant was pre-loaded due to misalignment and/or torsion of the inserter to the implant. When the inserter was struck with the hammer, the design limits of the implant were overcome, resulting in crack propagation.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that a 12 x 22 peek cage device broke as it was being implanted during a plif procedure. It was extracted and another cage was implanted. No patient complications were reported.